Event description:
It was reported that the physician's handheld computer will not progress when "start interrogation" is selected. Reporter states that a hard reset cannot be done on this handheld. When the power button and the reset button are pressed at the same time, nothing happens. Per reporter, the power button works on its own. Further troubleshooting was performed, but the problem persisted. The rep later went back to the site and took the batteries out which resolved the screen freeze issue, but she did not try a hard reset again. Product has been requested, but has not been returned to MFR to date.